Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due the pump not working properly. There were no patient complications reported.